Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) value was not entered into the pump by the user. Continuous glucose monitor (cgm) was in use and the lowest value recorded by the cgm on 07/02/2018 was 62 mg/dl. The user delivered a correction bolus of 2.5 units for a bg of 225 mg/dl. Approximately two hours later, the user delivered an additional correction bolus of 1.09 mg/dl for a bg of 205 while still having insulin on board. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. To treat the low bg level, the customer consumed juice and glucose tablets. Recommendation was made to consult with health care provider regarding diabetes management.